Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the previously placed stent such that the balloon ruptured during inflation. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. It was reported that after the balloon ruptured, there was a slowdown of coronary flow and a transient ischemic modification of the ECG. Due to the use of the trek device, the balloon rupture event may have possibly resulted in a cascade of patient effects such as ischemia and additional treatments; however, their relationship to the device, if any, could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that during a procedure of the left main artery, the mini trek balloon was advanced through a previously implanted stent for dilatation of the side branch; however, during the first inflation at 10-14 atmosphere the balloon ruptured. It was noted post balloon rupture that a slowdown of the coronary flow was observed in the side branch and the main branch. Medication was given and timi 3 flow restored. Additionally, a transient ischemic modification was noted via electrocardiogram (ECG). Post procedure the patient was reported as asymptomatic with a normal ECG and a good percutaneous coronary intervention result. Though requested, no additional information was provided.